Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
While investigating monitor sn (B)(4) for an unrelated issue, a reportable problem was found. The monitor was displaying a service code 204 and was unable to communicate with a test electrode belt.